Event description:
It was reported that the device was unable to be interrogated due to loss of telemetry with multiple programmers. The device was explanted and replaced. The patient did great following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported inability to interrogate was confirmed in the laboratory and was due to premature battery depletion. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.